Manufacturer narrative:
Updated field: b4,b5,b6,d10,g3,g6,h2,h3,h6 (component code, investigation findings , investigation conclusion, type of investigation, health effect ¿ impact,h11 corrected field:g1 - contact person ¿ mfg site. A getinge field service engineer (fse) reported that the customer r has reported batteries are not popping out when latch is released - springs operate as normal. Cleared some dust and debris from bottom of battery housing. Batteries come out as normal when pushed to side, fse informed customer how to remove batteries should they need to take them out. The popup display mount is jamming inside shaft. Fse tried adjusting the mount, and also greasing the shaft but this has not fixed the issue. Fse had recommended for the pop up display assembly to be changed. On 08/01/25 - replaced pop-up display mount as per previous visit. Device now operates as normal. Carried out full pm checklist as per OEM specifications. Device passes all functional and safety checks as per OEM specifications. Device returned to customer and cleared for clinical use pending battery conditioning.

Event description:
It was reported that, during a training, the batteries of cardiosave intra-aortic balloon pump (iabp) unit, was not coming out once released and display mount was not poping out while on rescue mode. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the batteries of cardiosave intra-aortic balloon pump (iabp) unit, was not coming out once released and display mount was not popping out while on rescue mode.